Event description:
On july 18th 2023 it was reported that the site was questioning the cardiomems readings post the recalibration that occurred (B)(6) 2023. The abbot technical heart failure specialist team reviewed the patient's readings and reported that since the (B)(6) recalibration, analysis shows that the sensor measured mean is now trending lower than the estimated mean pressure. It was recommended that the site not use the readings to treat the patient at this time. Additional information provided was provided by the site (B)(6) 2023: the site reported that prior to the recalibration performed (B)(6) 2023 the cardiomems pressure readings were high which led them to intensify the patient's diuretic and caused acute kidney injury which was identified (B)(6) 2023. The patient was not hospitalized. Currently the patient will continue to send readings daily but the site will manage the patient with traditional methods. The patient is currently stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 19.9 mmhg. Readings were observed under the manufacturer's patient care network database.